Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a printed circuit board failure. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that no image was obtained when an olympus, model series 180 scope was connected to the olympus, model cv-190, evis exera iii video system center. The problem, as reported to olympus, was identified during preparation for use for a diagnostic duodenoscopy. The intended procedure was completed. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon may be caused by worn out, faulty patient circuit (ap) board. Olympus will continue to monitor field performance for this device.